Manufacturer narrative:
Philips service performed a cold restart and calibration to resolve the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was not ready; x-ray exposure intermittently unavailable on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.